Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Several factors unrelated to the manufacture or design of the device which could have contributed to the reported event including: there could be a discrepancy with the foot control receiver and/or cable which were not returned for evaluation. It is possible that excessive tensile stress applied to the cable could have partially broken one or more signal wires causing an intermittent connection. More than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. The super turbovac 90 ifs is manufactured with integrated finger switches; therefore, it is possible that the finger switch was inadvertently pressed. There were no indications that would suggest that the reported device did not meet product specifications upon release into distribution.

Event description:
It was reported that device showed an error when plugged in. It began to ablate on its own. Device was not used in a patient. No user injuries were reported. A backup device was available to complete the procedure with no further issues.